Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed but it was reported that the patient refused to be turned/cared for correctly & developed large pressure area over left hip and infection occurred into bone. An image had also been provided showing this area. No product was returned. Pictures of explants were provided. The bipolar cup, liner, head and stem were assembled together, covered with blood. No damage was observed from the images. An extraction tool was attached to the top of the stem. Device history record was reviewed and no discrepancies were found. The patient refused to be cared for correctly, which likely contributed to reported event. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical device - multipolar shell # item 00500105300, lot 62757028; pe bipolar liners # item, 00500105328, lot 63565594; cocr femoral heads # item 00801802802, lot 63541328; allen plug 28mm flange # item unk, lot 6367082. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00809 0002648920-2018-00810, 0002648920-2018-00811 and 0002648920-2018-00813. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent three wound washouts and was unable to get infection wound clear. There was bone infection and breakdown. The patient underwent a stage I revision approximately 16 months post initial surgery and all implants were removed.